Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8703w, lot# l37137, implanted: (B)(6) 1996, product type catheter. (B)(4).

Event description:
It was reported that the pump had eroded through the patient¿s skin. A smaller volume pump was implanted in a different location. The explanted pump was discarded. This device system delivered gablofen. Additional information was requested however, no further information was available at the time of the report.